Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Hold cj 01.25.21bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 01052097. Case subject: npi 8015 unable to connect to server. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(4) biomed need assistance on 8015 sn (B)(4) having an error 600.6835. Case resolution: I assisted biomed on verifying the network configuration package and walk him thru the process on transferring network configuration and confirmed server is connected and data set is activated. Issue was resolved. (B)(4).